Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. The technical service representative (tsr) had the patient close and open the transfer set, slide the patient line clamp down the line and check the patient line for air or fibrin. The patient stated there were air gaps in the patient line. The tsr assisted the patient to end therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.